Manufacturer narrative:
Date of the event is estimated

Event description:
Related manufacturer reference number: 3006705815-2022-00173. It was reported the patient was in a motor vehicle accident and both of her leads migrated. Surgical intervention took place in which the leads were explanted and replaced to address the issue. Therapy restored post-op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.